Event description:
According to a letter received from the pt's attorney, the pt followed the directions that came with the gelband arm band for heating the thermal hot pack in the microwave for 15 seconds. When he reached in the microwave to grab the gel pack, it burst and the gel ahered to his right index finger and hand. The pt went to the emergency room where he was informed he sustained second to third degree burns to his fingers and has since been referred to an orthopedic hand specialist.